Manufacturer narrative:
Fsca number: 3005334138-3/22/22-001-r.

Event description:
During the af ablation procedure, the catheter would not give pressure settings/ would not zero after being inserted into the right atrium. The device was replaced to resolve the issue with no adverse patient consequences.